Event description:
The lay user/patient contacted lifescan (lfs) in january 2006 alleging that lancing device was broken. A medical affairs specialist (mas) mailed a letter to the patient, since the user could not be reached by telephone for further clarification. The patient mentioned she was unable to test on her meter, since the lancing device was broken. She ate food and/or drank a beverage after attempting to use the meter and went to the hospital where she was treated with glucose. There is no information regarding hypoglycemic symptoms. The technique used for collecting the sample was correct. The issue with the penlet was the "cocking control". Customer care agent (cca) sent the patient a replacement penlet. No further information was provided. It would have been helpful to know when she started having problems with the penlet, readings prior to the incident, symptoms and reading and diagnosis in the hospital. The complaint is being reported, since the patient was treated for hypoglycemia by a medical professional.